Event description:
On (B)(6) 2014, a 21mm trifecta heart valve was implanted. On (B)(6) 2018, echo revealed stenosis in the valve and decreased leaflet mobility. On (B)(6) 2018, the valve was explanted and successfully replaced with an abbott mechanical heart valve. The explanted trifecta valve was found to be very calcified and thickened with decreased leaflet mobility in the leaflets. The patient is reported as stable.

Manufacturer narrative:
The reported event of stenosis and decreased leaflet mobility was confirmed. Morphological and histopathological examination found calcifications in all three leaflets, limiting their mobility. All three leaflets contained tears that were associated with calcific nodules. Leaflet 2 was fibrotically thickened. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the calcification remains unknown.